Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was treated with gore® excluder® aaa endoprostheses. Additionally, it was reported that part of the artery was dissected. On an unknown date in 2016, follow-up imaging identified a partially collapsed hgb161007 internal iliac component with the mid section of the device appearing compressed for a length of about 2 cm. It was found that the dissected section of the common iliac artery had recoiled, compressing the vessel lumen and thus the hgb endoprosthesis. The compression is not thought to be related to the implant device or implant procedure and no specific cause was provided for the anatomy recoiling post procedure. Reportedly, the endoprosthesis has a somewhat reduced flow lumen but is otherwise still patent. A re-intervention is not planned as the patient does not present with any symptoms.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. Evaluation codes: the review of the manufacturing paperwork verified that the lots met all pre-release specifications.